Event description:
Pt underwent a hysterectomy, bladder lift procedure, and a sling procedure in 2004. Six weeks later, the physician noted that the tape had eroded through the vaginal wall. There was no erythema noted. It looked clean and was tender over this area. Pt complained of tenderness especially during intercourse. Three days later, pt came back for repair of vaginal wall incision. About a month later, the pt presented with three areas where the tape is visible. Surgical removal of the tape in these areas is planned. The surgeon thought the pt might have had intercourse a little bit to early and it rubbed on the incisions.